Event description:
Customer stated she is having problems with the insulin pump. Customer went to emergency room because of high blood glucose levels of 466 mg/dl. Customer was vomiting, headaches and dehydration. Customer was diagnosed diabetes ketoacidosis. Customer reported a second hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 460 mg/dl. Diagnosed hyperglycemia. Hospital treated with two bags of fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.